Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. The most likely cause of the event was due to cabling being disconnected when changing the poe. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that on a previous case a poe injector was replaced. However the medtronic representative inadvertently replaced the poe on the wrong system. When the site went to boot up the system for a case, they got localizer not connected, and no lights were on the camera. The site switched to a different medtronic navigation system. There was a reported delay of less than one hour and no reported impact to patient outcome.